Event description:
It was reported that this insertable cardiac monitor (icm) slipped out of the chest pocket at an unknown date. A new device was implanted. No additional adverse patient effects were reported.